Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that prior to an unknown procedure, the device's packaging was ripped. Another device was used to start the procedure. There was no adverse consequence to the patient.